Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim for bilateral mom hip components. Update jul 4, 2017: medical records received. After review of the medical records for MDR reportability, laboratory values of cobalt and chromium were not significantly elevated. MRI showed small posterior capsule collection measuring 1.7cm. Clinical notes reported pain, difficulty mobility, stiffness, iliopsoas tendinitis, slow shuffling gait pattern, generalized tenderness throughout lower limb. This complaint was updated on: jul 31, 2017.

Manufacturer narrative:
Legal claim for bilateral mom hip components. Medical records received. After review of the medical records for MDR reportability, metal ions are below 7ug/l. MRI showed small posterior capsule collection measuring 1.7cm. Clinical notes reported pain, difficulty mobility, stiffness, iliopsoas tendinitis, slow shuffling gait pattern, generalized tenderness throughout lower limb. This complaint was updated on: (B)(6) 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.